Event description:
The customer found segments were missing from the results field of the coaguchek xs meter display. This could impact the interpretation of the results. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent.